Event description:
It was reported that during a neurointerventional dense mesh stent implantation procedure, an irregular aneurysm was identified in the left internal carotid artery and ophthalmic artery segment. The max diameter was 4.1mm and the neck diameter was 3.3mm. The distal landing zone was 3.23mm and the proximal landing zone was 5.07mm. Vessel tortosity was moderate. The pipeline embolization device was selected for use based on 3d measurements. However, the distal section of the device failed to open, and the tip was found to be damaged. The ped-475-20 model was selected based on the 3d measurement. Phenom27 successfully reached the ipsilateral middle cerebral artery m1 under the guidance of sychro 0.014 inches, and then the stent was opened, fully hydrated with high-pressure normal saline, and then delivered in place. Everything was normal at this time. The surgeon intended to deploy it in situ, fix the stent push rod, withdraw the stent catheter phenom27, expose the stent tip, but the stent did not open. Then it was continued to deploy more ped. After deployed about 15mm, the proximal end expanded, but the tip of the stent still did not open. It had no choice but to retrieve part of the stent and deploy it again. This time, it was deployed for a longer distance, but the tip still could not open. It was pulled a little bit toward the proximal end and swung slightly as a whole, but the tip of the stent still could not open. Waiting for repeated adjustments, but it still could not open. Non-subtraction angiography confirmed the tip of the stent, and it felt that the state was not normal. It had no choice but to remove the stent ped and phenom27 from the body as a whole and found that the tip had been damaged. The device was resahethed and removed with the microcatheter and replaced with a tubridge stent from another manufacturer, which was successfully deployed without issues. More than 50% of the device had been depolyed when it failed to open. The pipeline was resehathed less than or equal to two times. Additional steps taken to open the pipeline include deploying a longer distance, waiting, swinging slightly, retrieving and deploying again. The devices were prepared according to the instructions for use (IFU). The procedure involved femoral artery access with a diameter of 6.5mm, and the patient received dual antiplatelet treatment with normal platelet reactivity levels. Angiographic results post-procedure were normal, and no patient symptoms or complications were reported. No patient complications have been reported as a result of this event. Ancillary devices: 6f 90cm neuron max sheath, 6f 115cm tethys guidecatheterm phenom27 catheter, sychro 0.014 (0.014 inch) guidewire, coils.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex device was returned outside the phenom 27 catheter. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at distal as the pipeline flex braid was found fully opened and damaged. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the pipeline was not placed in a vessel bend when it failed to open.